Event description:
It was reported the pt is experiencing uncomfortable stimulation. Reprogramming to provide resolution was unsuccessful. Diagnostic testing revealed high impedance. The pt has decided to turn the stimulation off for the next couple of months, and follow-up on a latter date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.